Event description:
It was reported by the rep that the ax55b was used during a low anterior resection procedure. It was reported that after using the instrument according to protocol, the surgeon inserted a circular stapler sizer to inspect the site. After the sizer was inserted the surgeon noticed there were some unformed staples in the abdomen. The site was oversewn using suture. There is no pt consequence at this time. No other product was used.